Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) event (50 to 60 mg/dl). The customer drank juice to treat blood glucose level. The customer reported that the suspected cause of the low bg was unknown.